Manufacturer narrative:
(B)(4). The product was unavailable for return. Therefore an eval of the device performance was not possible. A review of the mfg records was not possible as no lot number was provided. The instructions for use that accompanies the device warns that shunt obstruction may occur in any of the components of the shunt system. The system may become occluded internally due to tissue fragments, blood clots, tumor cell aggregates, bacterial colonization or other debris. All of our valves are 100% tested at the time of manufacture.

Event description:
It was reported that they had a third occlusion malfunction during the spring of 2010, but unfortunately they did not save the device for return. There was no death or injury to pt.